Event description:
A report was received that during the permanent procedure to implant the ipg and a lead extension, as the lead was already implanted during the permanent trial, the physician noticed that one of the wings of the clik anchor was broken. The physician elected to not explant the clik anchor, but instead suture the damaged clik anchor to the fat tissue. Testing was performed and it was confirmed that the lead had not migrated. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
Device will not be returned to bsn as it is still implanted in the patient. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.